Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer for the batch was evaluated and it is possible to observe plunger activated. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. H3 other text : see h.10.

Event description:
It was reported that during use of the bd syringe solomed 3ml ll w/shld the barrel of the syringe was broken. The following information was provided by the initial reporter, translated from portuguese to english: syringe barrel came broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd syringe solomed 3ml ll w/shld the barrel of the syringe was broken. The following information was provided by the initial reporter, translated from (B)(6) to english. Syringe barrel came broken.